Event description:
It was reported by the customer that a pyxis medstation system patient not showing in available patient list. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient not showing due to software issue. A technical support specialist enabled maintenance service to resolve the issue. The system functioned as intended after troubleshooting.